Manufacturer narrative:
The patient was treated with antibiotics. (Specific date, duration and type not reported). However, the issue did not resolve. This report is submitted on january 24,2021.

Manufacturer narrative:
This report is submitted on december 28, 2021.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to severe infection. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown prior to explantation (date not reported). This report is submitted on may 12, 2022.